Manufacturer narrative:
Investigation is still ongoing; results will be reported in a follow-up report.

Event description:
It was reported that during transport of a (B)(6) patient to an other hospital, the etco2 values rised and attempts were made to increase the ventilation frequency without success. The transport was aborted and the patient was returned to the ICU. The oxylog displayed frequencies of 13-14 bpm instead of the adjusted 32-35 bpm. Reusable tubing without knee-joint and a pediatric filter was used. After the event, the device was tested by the clinic and biomed with a testlung and test were performed successfully.